Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after ankle surgery performed on (B)(6) 2025 where an ultrabrace kit was used, the patient developed a post-operative infection last week. Tunneling to the ankle joint was noted, and the bone scan was positive for septic arthritis/osteomyelitis. The patient is currently being treated, and no further complications were reported.

Event description:
It was reported that, after ankle surgery had been performed on (B)(6) 2025, the patient developed a postoperative infection a month later. Tunneling to the ankle joint was performed, and the bone scan was positive for septic arthritis/osteomyelitis. The patient is currently being treated for this condition. No further complications were reported. The ultrabrace kit (72205500, lot: 2153623) and q-fix with needles - minitape (72205695, lot: 2155555/72205695, lot: 2160476/72205695, lot: 2159200) were used during the procedure, with no device failures reported.

Manufacturer narrative:
H2: additional information in b5 and h11. D4, lot no: the following are the lot numbers of concomitant devices present in surgery with no malfunction: 2155555, 2160476 and 2159200. Pn: 72205695 & ln: 2155555. Expiration date: 12-jun-2027 / manufacturing date: 12-jun-2024.. Pn: 72205695 & ln: 2160476. Expiration date: 31-jul-2027 / manufacturing date: 31-jul-2024. Pn: 72205695 & ln: 2159200. Lot does not match information in our system, clarification was requested.